Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
The physician intended to use the visi pro stent to treat a lesion. It is reported that the stent was flared proximally and not fit for use. Evaluation summary : the visi pro balloon expandable stent system was received for evaluation without any ancillary devices or cine images from the procedure. The catheter balloon material was in pre-inflation profile; it was tight wrapped and winged, sanguine material on the exterior was noted. Proximal cell struts of the stent were bent outward from the balloon chamber the proximal end of the stent would not be 6french compatible.